Event description:
A pt reported they were seen in their dr's office due to their one touch basic meter display allegedly fading. Pt reported symptoms of high blood glucose levels. There was no result on their meter as the pt was unable to test. The result on the dr's meter (unk type/brand) was "250 or so" per pt's family member. The time difference between readings is unk. The pt's treatment was receiving an insulin pump due to the high readings at the dr's office. No further info has been reported.